Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error due to moisture damage on the keypad traces. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Event description:
Customer reported a button error on his insulin pump after a shower. Customer's blood glucose is 129 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.